Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited high impedance and possible fracture. No intervention was performed. The patient was in stable condition.

Event description:
New information noted that the lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition.